Event description:
On (B)(6) 2006, the patient underwent treatment with gore excluder aaa endoprostheses. On (B)(6) 2008, he presented with bilateral leg pain that had been progressively worsening for several weeks. On (B)(6) 2008, the patient was re-admitted to the hospital with claudication and stent-graft thrombosis. He underwent open surgery for aorto-bifem reconstruction and removal of the thrombosed devices. The patient tolerated the procedure, and there have been no further complications. There was no cause for thrombosis in the medical records.

Manufacturer narrative:
Methods - a review of the manufacturing records has been conducted. Results - the manufacturing records review verified that the lot(s) met all pre-release specifications. (B)(4).